Manufacturer narrative:
Complaint (B)(4) issue 2 of 2. The article was written based on a retrospective review of data from april 2014 to oct 2016. Artegraft, inc. Was not able to match the issues from the journal article to any previous complaints from 2014 to present. No device evaluation was able to be performed because the devices were not returned and no lot numbers were provided. No confirmed complaint trend was identified related to the issue. All product quality and clinical issues will continue to be monitored within artegraft, inc. Quality systems, quality assurance trending. Should additional information become available, a follow-up report will be submitted. The article link is doi: https://doi.org/10.1016/j.jvs.2018.03.343.

Event description:
Upon literature review of a scientific article from journal of vascular surgery vol 67, number 6, june 2018 abstract titled "bovine carotid graft as a conduit in arterial trauma", 2 issues were identified; refer to MDR 2247686-2018-00005 for issue 1 of 2. This case will capture this issue related to "there was one early failure, with resultant above knee amputation, on postoperative day 1." The article was written based on a retrospective review of records from april 2014 to oct 2016 for patients with traumatic arterial injuries who underwent vascular bypass or interposition with bovine carotid artery (artegraft). The patient was in a motorcycle collision and suffered a mangled left lower extremity. Intervention included left common femoral artery (cfa) to above knee popliteal bypass. The patient returned to the or on postoperative day 1 with nonsalvageable extremity with resultant above knee amputation.

Manufacturer narrative:
Complaint (B)(4). Additional information was received. The artegraft was implanted at (B)(6) medical center by dr. (B)(6) on (B)(6) 2014 the patient had a "nonviable mangled extremity despite bypass and underwent amputation". Corrected: date of event: (B)(6) 2014. Date of implant is (B)(6) 2014.